Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing pain at the ipg site due to the ipg had flipped in the pocket. As a result, surgical intervention on (B)(6) 2025 during which the doctor made the pocket smaller to address the issue.